Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens. The lens was removed due to lens tear. Lens was removed with no patient injury. Two lenses were inserted and removed. This was the backup lens, a third lens was implanted, same model but different diopter size - 11.0 see MFR report #2023826-2010-00781 for the primary lens. The reporter stated the cause of incident was due to loading error.